Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb missing/peeling/torn) issue; the audio bolus button had fallen off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings:investigation revealed that the audio bolus button cover was detached from the pump. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The issue is unlikely to affect insulin delivery function, as boluses can be delivered using the normal bolus feature. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.